Manufacturer narrative:
The returned device was evaluated. During power-up a 10-beep error sounded, which would have prevented the unit from being able to engage in monitoring activities. Internal inspection indicated a failed component (u21) on the instrument board. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported the device keeps shutting off. No consequences or impact to patient were reported.